Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was hospitalized for an unknown reason. Non-sustained oversensing was observed, suspected to be due to external noise or myopotentials. Noise was not reproducible with isometric tests. Patient will continued to be monitored with routine follow-up.